Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had their previous pump replaced on (B)(6) 2017 due to normal battery depletion. It was stated a week after the replacement the incision opened up completely. A week later the healthcare provider (hcp) went to sew the incision and noted the pump was exposed so they took the pump out and cleaned that pocket noting they, "cleaned or sterilized it whatever they did," and the hcp put the pump back in. It was stated this took 3 hours. It was reported that the incision was now 3 times as big and it was also stated it opened back up again. It was reported they took the pump out noting an infection. It was reported that the patient was in a hospital for two weeks in bed. The patient was in grave pain, couldn't move, and was confused. It was stated the oral baclofen was 100 times worse than the liquid baclofen. The consumer reported the oral baclofen can cause delusion, confusion, doesn¿t really work well, and depression. It was stated the patient was in distress. The consumer reported the patient had always been spastic even with the pump, "however, its 80% less." The consumer stated the patient was spastic due to an accident when the patient was (B)(6) old. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 341 mcg/day via an implantable pump for intractable spasticity. It was reported that the pump and catheter were working as they should be, but the patient experienced a pump pocket infection unrelated to her therapy. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Cultures were taken. Antibiotics were administered. Implanted hardware was removed. The pump was explanted (and discarded) on (B)(6) 2017 due to infection in the pump pocket. The existing catheter was also partially removed, leaving just the spinal segment in ¿dwelling and lighted.¿ a new pump segment and pump would be implanted at an unknown future date. The patient¿s weight and medical history were not available. It was unknown if the issue was resolved. However, the patient¿s status was noted to be alive ¿ no injury. It was unknown when the event occurred. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.